Event description:
This rv lead was implanted on (B)(6) 2008 and remains implanted at this time. A call was place to technical services stating that lead impedance trends and frequent spikes greater than 3000 ohms since (B)(6) 2016 along with other measurements approximately 600-700 more than ohms. Discussed signal also appears similar to minute ventilation signal due to possible poor contact or lead issue. Minute ventilation programmed passive. Discussed testing in office with isometrics and pocket manipulation to see if can get out of range pace impedance and /or noise. The following physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)